Manufacturer narrative:
Company rep evaluated the unit. Corrections included replacements of the cpu board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported the passport 2 monitor displayed a blank screen after the "discharge" key is pressed. No pt injury was reported.